Event description:
The trufill dcs coil (637cf0824/lot#13470714) could not be detached despite changing the dcs syringe to a new one. No information could be obtained as to whether the alternative detachment method was attempted. The procedure was completed using another coil with the same syringe. There was no injury to the patient. It was reported that the device was discarded and therefore will not be returned for analysis. The target lesion was the internal iliac artery. The vessel was not calcified and not tortuous. All the products were new. Prior to connecting and during prep, the syringe and coil delivery system were not damaged. The dce syringe was utilized to prep the device, and no damages were noted during prep. The blue zone was not exceeded on either syringe. During prep, a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery systems. No leakage was noted on any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connectors were checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. After disconnecting the second coil delivery system, no damages were noted on the syringe. Other than the reported event, no other damages were noted on the syringes or coil delivery system, or coil (unraveled, stretched, detached, kink, bent, etc). No further information was available.

Manufacturer narrative:
Lot 13470714, coil subassembly lots 14004341 and 14000632, calibration records for machine uson and coil loading machine with calibration ids: 41557g, 41179g and 43989g, and preventive maintenance records for machines use on and coil loading machine with equipment ids: 25429e and 25395e revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. It was reported that the trufill dcs orbit could not be detached; however, it is not known if the alternative detachment method was attempted as outlined in the instructions for use. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the failure of the orbit coil to detach.